Event description:
Customer states that she has a heartsince pad-pak-01 j0253 that is already giving the 'battery low' indication on battery with exp date 11-1-2021. These batteries are warranteed until expiration. Please replace with same pn qty. No patient involved.

Manufacturer narrative:
The DHR for pad-pak lot j0253 was reviewed and revealed the returned pad-pak as 1 of (B)(4) manufactured on the 26th july 2017. All pad-paks were subject to both open circuit and loaded battery voltage testing on the 27th july 2017, with no recorded fails. A visual inspection of the pad-pak revealed no apparent defects. Further investigation was inconclusive in discerning the reported fault. The reported fault could be attributed to any number of factors, such as the storage conditions of the device. However, these could not be confirmed, therefore the root cause could not be determined. The pad-pak shall be scrapped

Event description:
Customer states that she has a heartsince pad-pak-01 j0253 that is already giving the 'battery low' indication on battery with exp date 11-1-2021. These batteries are warranteed until expiration. Please replace with same pn qty. No patient involved.